Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and pil was unable to duplicate the error. Pil visually inspected the system board and did not detect any defects. Pil was able to download the event logs from the device and did not observe any error codes. No additional findings. The system board was installed into the triology evo test and was unable to duplicate the ventilator inoperable alarm. Pil reviewed the event log and did not observe any error codes. Pil has determined that the system board functions as designed and unable to duplicate any error codes. System board was scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and pil was unable to duplicate the error. Pil visually inspected the system board and did not detect any defects. Pil was able to download the event logs from the device and did not observe any error codes. No additional findings. The system board was installed into the triology evo test and was unable to duplicate the ventilator inoperable alarm. Pil reviewed the event log and did not observe any error codes. Pil has determined that the system board functions as designed and unable to duplicate any error codes. System board was scrapped.